Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, she underwent a surgical medical device removal (seriousness criterion intervention required) with total hysterectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain outside her periods since essure placement") in a 28 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of exposure to covid-19, acute bronchitis, recurrent abortion (4), parity 4 and multi gravida (8). Concurrent conditions were listed as generalized anxiety disorder, chronic migraine, borderline personality disorder, bipolar disorder, heavy menstrual bleeding (here periods have been heavy since menarche), abnormal uterine bleeding, anxiety, depression, migraine with aura and obesity. In 2006, the patient had essure (ess205) inserted. In 2006 she experienced pelvic pain (seriousness criterion intervention required) and menstrual disorder ("heavy menstrual bleeding worse since placement of essure"). On (B)(6) 2022 she experienced abdominal pain ("abdominal pain 4-5 out 10"). An unknown time later she experienced dyspareunia ("she has pain with sex depending on the position. The pain is deep."), vaginal haemorrhage ("vaginal bleeding"), adenomyosis ("myometrium with focal adenomyosis"), back pain ("chronic low back pain"), sacral pain ("chronic left si joint pain"), abdominal pain lower ("lower abdominal pain"), sleep disorder ("sleep disturbance") and adnexa uteri cyst ("benign paratubal cysts") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal via bilateral salpingo-hysterectomy). Essure (ess205) was removed on (B)(6) 2022. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, back pain, dyspareunia, menstrual disorder, pelvic pain, sacral pain, sleep disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: discrepancy noted in essure insertion date: 2006 or (B)(6) 2007 or (B)(6) 2009. Discrepancy noted in essure removal date: (B)(6) 2022. Plaintiff reports being traumatized by having the essure procedure in office with no sedative/anestesia. Diagnostic results (normal ranges are provided in parenthesis if available): [body mass index] on (B)(6) 2022: bmi 50.0-59.9, adult [pathology test] on (B)(6) 2022: osurgical pathology report of operative procedure: robotic laparoscopic hysterectomy specimen received: uterus, cervix, bilateral tubes, and essures final pathologic diagnosis : uterus, cervix, bilateral fallopian tubes, salpingo-hysterectomy : benign proliferative endometrium. Myometrium with focal adenomyosis. Cervix without significant pathologic change. Bilateral fallopian tubes with benign paratubal cysts. Gross description: the specimen is received in formalin labeled with "uterus, cervix, bilateral tubes with essures" and consists of a uterus and cervix received with attached bilateral fallopian tubes. Bilateral ovaries are not present. The specimen is received partially bisected along the coronal plane. He os is slit like and probe patent with a length of 1.4 cm. The surrounding myometrium is gray-tan and trabecular with a thickness that ranges from 1 to 1.6 cm. There are two metallic coiled essure devices within the bilateral fallopian tubes, which extend into the uterine segment with the left extending into the uterine cavity. The left essure device is exposed at the left cornu. These essure devices will be left in place, as there has been a legal request for this specimen the right gray-purple fimbriated fallopian tube has dimensions of 4.6 cm in length by 1.6 x 1.2 cm. There are a few paratubal cysts present at the fimbriated end, which range from 0.2 to 0.6 cm in greatest dimension. The cysts contain clear, serous fluid. The cyst linings are graytan, smooth and glistening. The lumen is pinpoint throughout with a surrounding wall thickness of approximately 0.3 cm throughout. The left gray-purple fimbriated fallopian tube has dimensions of 5.4 cm in length by 1.5 x 0.8 cm. There are a few paratubal cysts present that range from minute to 0.8 cm in greatest dimension.. The cysts contain clear, serous fluid. The cyst lining is gray-tan, smooth and glistening. The lumen is pinpoint throughout with a surrounding wall thickness of approximately 0.3 cm throughout concerning the injuries reported in this case, the following ones chronic pelvic pain, dyspareunia, vaginal bleeding, vaginal bleeding, adenomyosis uteri, chronic lumbago, sacro-iliac pain, lower abdominal pain, sleep disturbance, uterine fibroid, paratubal cyst, abdominal pain were described in patient medical records. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain outside her periods since essure placement") in a 28 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. The patient had a medical history of covid-19, acute bronchitis, recurrent abortion (4), parity 4 and multi gravida (8). Concurrent conditions were listed as generalized anxiety disorder, chronic migraine, borderline personality disorder, bipolar disorder, heavy menstrual bleeding (here periods have been heavy since menarche), abnormal uterine bleeding, anxiety, depression, migraine with aura and obesity. In 2006, the patient had essure (ess205) inserted. In 2006 she experienced pelvic pain (seriousness criterion intervention required) and menstrual disorder ("heavy menstrual bleeding worse since placement of essure"). On (B)(6) 2022 she experienced abdominal pain ("abdominal pain 4-5 out 10"). Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced dyspareunia ("she has pain with sex depending on the position. The pain is deep."), vaginal haemorrhage ("vaginal bleeding"), adenomyosis ("myometrium with focal adenomyosis"), back pain ("chronic low back pain"), sacral pain ("chronic left si joint pain"), abdominal pain lower ("lower abdominal pain"), sleep disorder ("sleep disturbance") and adnexa uteri cyst ("benign paratubal cysts") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal via bilateral salpingo-hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, back pain, dyspareunia, menstrual disorder, pelvic pain, sacral pain, sleep disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: discrepancy noted in essure insertion date: 2006 or (B)(6) - 2007 or (B)(6) 2009 discrepancy noted in essure removal date: (B)(6) 2022 plaintiff reports being traumatized by having the essure procedure in office with no sedative/anestesia. Diagnostic results (normal ranges are provided in parenthesis if available): [body mass index] on (B)(6) 2022: bmi 50.0-59.9, adult [pathology test] on (B)(6) 2022: osurgical pathology report of operative procedure: robotic laparoscopic hysterectomy specimen received: uterus, cervix, bilateral tubes, and essures final pathologic diagnosis : uterus, cervix, bilateral fallopian tubes, salpingo-hysterectomy : benign proliferative endometrium. Myometrium with focal adenomyosis. Cervix without significant pathologic change. Bilateral fallopian tubes with benign paratubal cysts. Gross description: the specimen is received in formalin labeled with "uterus, cervix, bilateral tubes with essures" and consists of a uterus and cervix received with attached bilateral fallopian tubes. Bilateral ovaries are not present. The specimen is received partially bisected along the coronal plane. He os is slit like and probe patent with a length of 1.4 cm. The surrounding myometrium is gray-tan and trabecular with a thickness that ranges from 1 to 1.6 cm. There are two metallic coiled essure devices within the bilateral fallopian tubes, which extend into the uterine segment with the left extending into the uterine cavity. The left essure device is exposed at the left cornu. These essure devices will be left in place, as there has been a legal request for this specimen the right gray-purple fimbriated fallopian tube has dimensions of 4.6 cm in length by 1.6 x 1.2 cm. There are a few paratubal cysts present at the fimbriated end, which range from 0.2 to 0.6 cm in greatest dimension. The cysts contain clear, serous fluid. The cyst linings are graytan, smooth and glistening. The lumen is pinpoint throughout with a surrounding wall thickness of approximately 0.3 cm throughout. The left gray-purple fimbriated fallopian tube has dimensions of 5.4 cm in length by 1.5 x 0.8 cm. There are a few paratubal cysts present that range from minute to 0.8 cm in greatest dimension.. The cysts contain clear, serous fluid. The cyst lining is gray-tan, smooth and glistening. The lumen is pinpoint throughout with a surrounding wall thickness of approximately 0.3 cm throughout concerning the injuries reported in this case, the following ones chronic pelvic pain, dyspareunia, vaginal bleeding, vaginal bleeding, adenomyosis uteri, chronic lumbago, sacro-iliac pain, lower abdominal pain, sleep disturbance, uterine fibroid, paratubal cyst, abdominal pain were described in patient medical records. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received and the follow information were included, other health professional's reporter, medical history, lab data essure start date updated from (B)(6) 2009 to 2006, essure model updated from ess305 to ess205, new events chronic pelvic pain, dyspareunia, vaginal bleeding, vaginal bleeding, adenomyosis uteri, chronic lumbago, sacro-iliac pain, lower abdominal pain, sleep disturbance, uterine fibroid, paratubal cyst,abdominal pain, international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.